Manufacturer narrative:
Customer declined to provide patient details.

Event description:
Customer reported that a resident at care facility had a skin tear that needed 37 stitches allegedly caused by an exposed opening for an expansion kit on a long-term care bed frame. Customer has yet to provide patient details. Manufacturer sending replacement plastic end caps to cover the opening. We are reporting wit the information provided out of an abundance of caution.